Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated and there was no communication and no magnet rate. Emergency vvi was unsuccessful. Therefore, the device was replaced.